Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6)2024,senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which led to early sensor removal.

Manufacturer narrative:
Based on the initial escalation analysis, it was reported by the user that there was an external impact to the sensor at the time of the event, which was likely to have affected the sensor performance and caused the user to experience temporary mismatch. Since the sensor was likely to not recover to its optimal level of performance, a sensor replacement was recommended. The sensor was returned for further investigation, however, the failure mode (performance deviation) could not be reproduced by in-vitro testing, as there was no system malfunction observed during testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. As part of resolution, the RMA was authorized to offer the user a sensor replacement. B4. Date of this report updated to 29 april 2024. D9. Is this device available for evaluation? Yes, 15 march 2024. G3. Date received by manufacturer updated to 29 april 2024. H3. Device evaluated by manufacturer? H6. Type of investigation updated to 10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.